Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted due to aortic stenosis, secondary to calcification. There were no reported complications and the patient was discharged on pod #2.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that approximately six (6) years post-implantation of this 19mm surgical bioprosthetic aortic heart valve, a 20mm transcatheter valve was implanted into the aortic position. The reason for re-operation was due to aortic stenosis. No additional details were provided.